Event description:
Echelon flex powered plus compact articulating endoscopic linear cutter stapler began to fire and safety locked out around tissue inside patient. Stapler was able to be safely removed from patient tissue with vendor assistance. Reporting per all surgical stapler malfunctions to FDA per recommendation for tracking. FDA safety report ID# (B)(4).